Event description:
During a regular follow-up performed on (B)(6) 2015, episodes showing ventricular oversensing were observed in the device memories. Based on preliminary analysis results, a lead issue or a lead/pacemaker connection issue at ventricular level is suspected.

Event description:
During a regular follow-up performed on (B)(6) 2015, episodes showing ventricular oversensing were observed in the device memories. Based on preliminary analysis results, a lead issue or a lead/pacemaker connection issue at ventricular level is suspected.